Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4 lot, d4 expiration date, d4 primary UDI number d9, h4 h3 evaluation: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the device was returned with the crushed ampoule and dried formulation inside the bulb. In addition, the tyvek was returned for analysis. The filter is purple in color due to contact with the formulation. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. Visual inspection shows that all the components of the applicator are present and appropriately assembled. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a ICD procedure on (B)(6) 2024 and topical skin adhesive was used. When they went to squeeze ampule, glass came through and pierced through the surgeons¿ glove causing bleeding during an ICD case. They washed out the bleeding and tested the patient to ensure no further impact was done. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned d4: UDI: as the lot for the device involved in the event was not provided, the full UDI is currently not available. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. ¿ did this issue contribute to any patient adverse event? ¿ what was done to treat the shard penetration? ¿ was medical or surgical intervention required? ¿ was there any special diagnostic test performed? ¿ what is the status of the surgeon injury today? ¿ was it difficult to break the ampoule (was extra force needed to break the ampoule)? ¿ was the ampoule crushed repeatedly? ¿ can you identify the lot number of the product that was used? ¿ is the product involved in the event or a representative sample (product from the same lot number) available for evaluation? ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep) no product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.